Manufacturer narrative:
Upon follow up it was reported the patient experienced relapsing peritonitis 29 days after the reported initial event of peritonitis. The cause of the relapse was not reported. On an unreported date, the same month as the relapse event, the patient was treated with intraperitoneal (ip) voncon and ip briklin (no further details) for the relapse. The same month, the pd catheter was removed (for one month) and pd therapies were discontinued ¿in order not to present another peritonitis¿. After the pd catheter removal, the antibiotic therapy was given via intravenous route. At the time of this report, the patient outcome was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent, ¿intense abdominal pain¿ and fever. The cause of the breach in aseptic technique was further described as use error due to poor aseptic technique by the patient (no further detail). On an unreported date, the patient began treatment for the peritonitis with intraperitoneal (ip) voncon and briklin, ip (doses were unknown). On an unreported date, in the same month as onset, the patient was hospitalized for the event. Three days after being admitted, the patient was discharged form the hospital and antibiotic treatment was continued at home. The outcome of the peritonitis event was not reported. At the time of this report, physioneal and extraneal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.